Event description:
It was reported by service report that the connector for nurse, the call cable missing and that the nurse call batteries were missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Cord: comm cord.